Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, continuous spinning of blade was not observed. The blade stopped spinning whenever the trigger switch released. The device operated as intended during evaluation.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, before insertion into patient, the device was plugged in and it would not turn off. There was a continuous spinning of the blade. The device was unplugged and plugged back in at which point the device would not turn on. Another like device was used to complete the procedure with no adverse patient consequences.